Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2023, the patient had inaccurate cgm values 6 days after the sensor was inserted in the abdomen. The patient was diaphoretic and had loss of consciousness and his wife treated him with 1 mg glucagon before calling an ambulance. The patient was observed in the emergency department (ed) for 4 hours but received no additional medication. At the time of the event, no bg was performed, and the spouse could not remember the cgm reading. While in the ed, the cgm read 157 mg/dl and the bg was 99 mg/dl after treatment with glucagon. There was no documentation of further medical intervention. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.